Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator was also received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air aspiration could not be determined.

Event description:
During the procedure, when attempting to remove air with the syringe air was aspirated into the device. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.